Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was frozen with no delivery, had discoloration on the screen, keys were stuck, battery top was cracked off and had trouble recognizing meter to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.